Event description:
Caller from account reported that unit displayed that solution had been dispensed from a station which did not have a source container. The user was preparing the solution for that station. He expected to get a no flow alarm when the program called for that station to pump, but instead there were flashing dashes in the total delivered display and the individual station volume display indicated 50ml. The final container was discarded, so there was no patient involvement. The user was advised not to use the unit, which was swapped out.